Manufacturer narrative:
Medwatch fields d4 lot no. And d4 expiration date were updated. The investigation was unable to determine a specific root cause. The event was consistent with the organism concentration being too low. Insufficient target concentration leading to limit of detection (lod) challenges can be caused by issues with sample heterogeneity, the inherent nature of microbes, such as mutations, sequence variants, and/or the presence of inhibitory substances, or the organisms containing unexpected mismatches or mutations. There was no product problem found, and the device performed within specification.

Event description:
There was an allegation of a questionable result while using the eplex blood culture identification panel - gram positive (bcid-gp) panel on the gm eplex base analyzer. The eplex result was staphylococcus. The culture result was methicillin-resistant staphylococcus aureus.

Manufacturer narrative:
The eplex analyzer serial number was (B)(6). The investigation is ongoing.